Manufacturer narrative:
(B)(4). This report of patient symptom - other/hernia is not confirmed and the assignable cause was undetermined, because the device was not returned for evaluation. There are no nonconformities, failures, rework or deviations documented in the device history record that could be associated with the reported condition. A review of the device service history revealed no issues that could have caused or contributed to the patient's hernia.

Event description:
On (B)(6) 2012 , the home patient (hp) contacted technical services regarding an unrelated alarm. During the conversation, the patient stated that he just had an operation. On (B)(4)2012, the product surveillance contacted the peritoneal dialysis registered nurse (pdrn) to obtain additional information regarding the hp's operation. The pdrn stated that the surgery was for a hernia repair. The nurse stated that she did not know if it was related to the pd therapy and declined to provide any additional information for this event.

Manufacturer narrative:
(B)(4). The customer declined to return the device for evaluation. A follow-up report will be submitted if additional information becomes available